Event description:
A customer contacted product surveillance stating he had a leak in one of the lines on his cassette near the door of the homechoice (hc) machine. The home patient (hp) did not notice any visible damage or abnormalities with the cassette. The hp discarded the sample and did not have the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.